Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs showed there was no indication of any abrupt or sudden ends to the logs. Also, no there were no indications of abnormal entry to standby mode or sleep in the logs. There were no empty log files. The reported condition could not be confirmed in the logs. In log 431 there is the last successful firing with a reload attachment after. After the reload is clamped, the handle plays the "ready tone" piezo sound. System logs show no indication of any abrupt ends to the logs or of abnormal entry to standby mode or sleep in the logs. The logs then mention the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger, a low relative state of charge value, and low individual cell voltages. The handle was opened up and both batteries were found to be vented. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The inve stigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected unreported conditions of loss of oled synchronization and vented batteries that have no relationship to the re ported condition. There is a known issue in which the screen can become distorted, freeze or black out when the audio amplifier is turned on (piezo sound enunciated) while charging of the ac coupling uf capacitor that is in charge of supplying power to change oled screen display. The root cause of the loss of oled synchronization condition was determined to be a result of a design error that is being addressed by a change development process. The cause of the handle being unable to charge after being placed on a charger is due the battery cells venting causing them to leak electrolytic fluid. The battery cells would be unable to charge and would result in handle entering a cell under voltage state. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/wedge/segmental resection, at the third firing, suddenly the handle blacked out. After collecting the handle, it was returned to its own charger and reset, but the it remained blackout and the issue was not solved. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco / wedge / segmental resection, at the third firing, suddenly the handle blacked out. After collecting the handle, it was returned to its own charger and reset, but the it remained blackout and the issue was not solved. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.